Event description:
--

Event description:
Boston scientific received information that this patient was admitted to the hospital due to loss of capture on the right ventricular channel. This pulse generator (pg) was reprogrammed and capture was then archived. This patient had no adverse effects and this device and lead remains implanted.

Manufacturer narrative:
(B)(4). Additional information received noted that this device was explanted electively due to an upgrade, while the lead was surgically abandoned. Upon analysis this investigation will be updated.

Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.